Manufacturer narrative:
The service engineer (se) inspected the device, [performed calibration, extended self-testing on the device. The ventilator passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator entered back up ventilation with the inspiratory proportional solenoid stuck open and an error code. Although requested, additional information has not been provided.